Event description:
After switching to acuvue oasys with hydra clear contact lenses, I experienced a severe allergic reaction. Extreme itching and swelling in the eyes that lasted even after contacts were removed.